Event description:
It was reported via clinical study that a device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had a 5.2mm leak present. No corrective actions or intervention was performed. There were no patient complications.